Manufacturer narrative:
Concomitant medical products: 4004m58, lead implanted (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction on the right atrial (ra) lead resulting in the lead being programmed off. It was later reported that the ra lead was capped and replaced. No patient complications have been reported as a result of this event.